Manufacturer narrative:
Updated data: h6 codes device code c63287 no longer applies. Result code 3221 no longer applies. Conclusion code 67 no longer applies. Additional method codes. Conclusion: the valve remained implanted and the dcs was not returned for analysis. A device history record (DHR) review was performed on the delivery catheter system (dcs) lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. The procedural films provided confirmed multiple attempts to deploy the valve occurred before the capsule experienced difficulties. The images confirmed the valve was deployed in the descending aorta and a non-medtronic valve was deployed in the annulus. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The imaging provided also showed the proximal portion of the capsule was damaged. Damage or bending at the proximal end of the capsule may indicate capsule buckling. The investigation completed into capsule buckle found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34, serial#: (B)(4), ubd: 08-sep-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured due to high positioning. During the second attempt at deployment, the capsule did not close but started to bend. It was not possible to take the valve out of the patient. It was reported there was no additional sheath, only the inline sheath. The valve was implanted in the aorta and a non-medtronic valve was implanted. No additional adverse patient effects were reported.